Event description:
It was reported that device could not show rotation speed. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A rotablator console was selected for use. During the procedure, it was noted that the console could not show the reading data under high speed mode and ablation could not be performed. The physician used the cutting balloon instead to complete the procedure. No complications were reported and the patient was stable post procedure.